Event description:
It was reported that infusion set cannula was bent which led to high blood glucose. The event occurred on 05-mar-2026. No further information available

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.